Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/4.0 mm balloon ruptured at 6 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 99% restenotic lesion in a stent which had been placed in the distal right coronary artery more than 6 months ago. The physician used a unicore guidewire and an 8f launcher jr4 guide catheter to cross the lesion. It is noted that resistance was met with insertion of the maverick2 monrail balloon. The maverick2 monorail balloon was removed and replaced with three other balloons which also ruptured. A cypher stent was eventually placed to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.